Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is mw5079235. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the ureter during a right ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the core wire of the guidewire broke off in the patient's ureter. The detached portion was removed by the surgeon. The procedure was completed with a new sensor wire guidewire. There were no complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the ureter during a right ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the core wire of the guidewire broke off in the patient's ureter. The detached portion was removed by the surgeon. The procedure was completed with a new sensor wire guidewire. There were no complications reported as a result of this event.

Manufacturer narrative:
Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is mw5079235. Block h6 (device codes):                                                        problem code 1069 captures the reportable event of core wire break. Block h10: visual examination of the returned device revealed that the coil was broken at 32.4cm from the distal end. An evidence of burning marks was also noticed in the broken area. The complaint was consistent with the reported event of core wire broken. It is most likely that during procedure the device could have been manipulated, since the broken found are issues that could have been generated by excessive manipulation of the device, also interaction with other devices might have impacted the integrity of the device during the procedure. Additionally, all outer diameters were found within specifications and during the manufacturing process the units are inspected in order to avoid the failures reported. However, there is no control in how devices are handled in the field. Therefore, the most probable cause of this complaint is cause traced to component failure. A DHR (device history record) review was performed and no deviation was found.